Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.

Event description:
Device issue: balloon rupture. Time of device issue: during the procedure. Symptoms/ae: none. It was reported that during the first inflation of a mildly tortuous, mildly calcified concentric distal rca, the rx voyager balloon ruptured at 6 atmosphere. A non-abbott balloon catheter was used for dilatation and a xience v was implanted successfully. There were no reported adverse pt effect. No additional info was provided.